Event description:
The device was returned to the service center with a signed note from the customer contact that stated, "loud constant beeping and read malfunction." No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.

Manufacturer narrative:
During testing, the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.